Event description:
Twenty years have elapsed since contentiousness and confusion began to dominate the issue of silicone gel-filled breast implants. In early 1992, the world literature on this topic could be summed up in one sentence: silicone gel-filled breast implants, when inserted into a live human being, had the capacity to make the recipient ill. The literature did not specifically state that the illness was, nor did it deduce with certainty that there even was such as illness. Subsequently there transpired a grievous and fundamental error in reasoning: silicone-induced disease was defined in the courtroom before it was adequately studied in the exam room. Stated more simply, plaintiff and defense lawyers went to the rheumatology textbook, listed the criteria for classical connective tissue disease (lupus, etc.), and forged a global class action settlement stating that if anyone became ill with such a disorder they would be compensated. A few other categories were defined for the stragglers, namely "atypical connective tissue disease" and "atypical neurological disease," whose criteria were also based on a preconceived idea of how the women were supposed to become ill. The stage was now set for chaos, which ensued shortly thereafter as a result. Of three events: instead of 400,000 showed up; there was a timetable to get all of the women examined (by august of 1994); and the legal definition of silicone toxicity became adopted as the medical definition. Examinations of breast implant recipients were invariably geared toward gathering just enough info to place women on a legal compensable grid. Stated another way, the disorder was studied for what it was supposed to be rather than for what it was. By failing to consider multiple potential mechanisms of disease causation, databases were artificially truncated and only a fraction of the women's ailments were recorded. A further leap of faith transpired when it was assumed that the inflammation manifested in the local breast milieu would invariably precipitate and be responsible for the systemic phenomena. Sooner or later, along the way, the immunologists would bail everyone out by coming up with the proper diagnostic tests. This aberrant and contrived methodology permeated the thought processes of nearly all investigators, yielding the dubious distinction four years later of having over 200,000 women examined and very little useful data (with the exception of the escalating reports of device rupture). Once the illness was defined by attorneys on a fictitious basis, it was a simple matter for implant mfrs to fund studies to show that the fictitious illness didn't exist. This proved very effective in the public arena via a simple slight-of-hand illusion: if a sick breast implant recipient doesn't have "a" (something in the textbook), then she doesn't have "b" (something new), I. E., she has nothing. This served to heighten the vociferous efforts of the breast implant recipients themselves, because now they felt victimized twice: once by a faulty product that made them ill, and second by clever manipulation of misleading data. Little did they realize that media coverage would circuitously come back to haunt them whereby women were blamed for inventing the illness after hearing about it. Sympathetic investigators were besieged by an army of company researchers who conducted critical and scathing reviews of the theories and premises of silicone-induced immune activation. The trashing of immunotoxic mechanisms paralleled the vacuum created by the lack of careful and meticulous bedside observations, rendering disease verification elusive. Plaintiff's lawyers began reeling form a succession of adverse jury verdicts, and were left wondering why their "science" wasn't yielding better results. The final nails in the coffin were provided by numerous erudite scientific panels including, but not limited to, (B)(6), all of whom deduced that not enough data was present to reach any definitive conclusion on causation. The current crisis developing simultaneously in many countries over the issue of silicone gel-filled breast implants has three components, all apparently linked to devices manufactured by poly implant prothese (a company known as pip): an unusually high rate of rupture, the substitution of substandard "industrial grade" silicone for conventional "medical grade" silicone, and the potential propensity to produce a rare form of cancer known as anaplastic large-cell lymphoma. With regard to rupture, it would not be surprising in the future to discover that devices from any MFR were readily failing at the rate of five percent per year. With regard to cancer, a discussion of that issue is beyond the scope of this editorial.